Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the provided pictures identified products that had been removed from implantation. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 00596401651; femoral component, lot#: 63486742. Item#: 00596009900; taper stem plug, lot#: 63641543. Item#: 00597206638; all poly patella standard size 38 mm diameter 9.5 mm, lot#: 63611769. Item#: 00596204010; articular surface, lot#: 63724294. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is against hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00206, 0002648920-2021-00283, 0001822565-2021-02720, and 0001822565-2021-02719.

Event description:
It was reported that the patient presented in clinic with pain in the left knee (zimmer nexgen lps flex total knee implants). Bone scan showed uptake on the tibia. Surgeon's decision was to remove all implants and re-implant with zimmer lcck revision knee system.